Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the circumflex coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the device would not advanced to the lesion and the stent was not mounted correctly on the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Event description:
It was reported that stent moved on balloon occurred. The target lesion was located in the circumflex coronary artery. A 3.00 x 28mm synergy ii drug-eluting stent was advanced for treatment. However, it was noted that the device would not advanced to the lesion and the stent was not mounted correctly on the balloon. The device was removed and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: synergy ous mr 3.00 x 28 mm stent delivery system was returned for analysis. Visual examination of the stent found evidence of damage with struts from the mid-section to the distal end stretched distally over the distal tip. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Visual and microscopic examination of the bumper tip showed no signs of damage. Visual and tactile examination of the hypotube found no issues. Visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.